Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
A 3.0mm diameter x 12mm length (ref MFR # 2953200201002469) and a 3.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stents were deployed in the mid lad and prox rca of a patient during index procedure. At 6 months follow up the patient reported to have been hospitalized due to a gi bleeding event (date of event unknown). No other clinical sequelae were reported.